Event description:
Caller tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 3.1 inr. Patient's coumadin dose was changed based on the meter result. No adverse event reported. Requested return of suspect system, however, customer no longer has the suspect strips and they will not be returned. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.